Manufacturer narrative:
(B)(4). Date sent 10/15/2024. D4 batch #902c10. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ple60a device was returned with no apparent damage and with a gst60g reload present. The reload was received partially fired. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device opened and closed without any difficulties noted. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 902c10, and no non-conformances were identified. Additional information was requested and the following was obtained: partially fired and then stopped at which point the knife did not return home and manual override was required to remove the device from the patient.

Manufacturer narrative:
(B)(4). Date sent: 10/2/2024 d4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: partially fired and then stopped at which point the knife did not return home and manual override was required to remove the device from the patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the sleeve gastrectomy procedure, was used with a green reload as is surgeon's standard practice. Firing was initiated but only partially fired before lock out occurred. Manual override was required to unclamp the stapler from tissue and remove the stapler from the abdominal cavity. The reload and stapler will be sent for inspection. Patient had no comorbidities or adverse tissue conditions. No adverse patient outcomes noted. The surgery was delayed by 10 minutes and completed successfully.